Event description:
It was reported that the patient presented in clinic for an unrelated surgery. It was noted that a magnet was placed over the implantable cardioverter defibrillator (ICD) to prevent unwanted shocks during the procedure, however, the patient still received two inappropriate shocks due to over-sensed noise rendering the attempt to interrogate the ICD via magnet null. Information provided noted the patient was under general anesthesia and did not feel the shocks. The ICD was then disabled via a programmer, and the procedure was completed successfully. There were no reported adverse consequences to the patient.